Event description:
A customer reports their abbott diabetes care device, "left a little burn mark." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "left a little burn mark." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports their abbott diabetes care device, "left a little burn mark." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was performed on the returned sensor. A visual inspection was performed using a digital microscope (eq 5324) on the returned puck. No damage was observed on the printed circuit board assembly (pcba). The data in the initial scan was reviewed. Data quality errors were observed in the historical log which led to the sensor to terminate early. No other issues were observed. The device was brought to the bench for testing. The returned sensor was scanned on the evm (evaluation module), and then restored and reactivated using the ptugen4 tool. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage test was performed on the returned sensor using a digital multimeter and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode, indicating that the sensor was fully functional. No burn marks were observed on the pcba. An on and off current test were performed on the returned device and results of both of which were within specifications range. The reported complaint of sensor burned her is not confirmed. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this investigation is not confirmed. All pertinent information available to abbott diabetes care has been submitted.